Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure, the patient returned to the hospital with three liters of blood in their abdomen. The surgeon used a sureform 60 stapler with a white reload during the transverse fire on the gastric pass creation. The patient was readmitted to the intensive care unit and needed surgical intervention. At this time it is unknown what caused the event to occur or the surgical intervention required to repair the staple line leak/bleed. The initial procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A return material authorization (RMA) was issued, however intuitive surgical, inc. (Isi) has not received a product on which to perform a failure analysis investigation. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred that would have likely caused or contributed to the reported complaint. Unable to confirm which procedure with limited information.